Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed power/flow elevations; however, it was reported that the elevations were attributed to volume change due to ongoing gastrointestinal (gi) bleeding. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the report of gi bleeding could not be conclusively established through this evaluation. The patient was admitted for gi bleeding on (B)(6) 2020 and received a heparin bridge prior to colonoscopy on (B)(6)2020. The colonoscopy revealed a polyp that was clipped, diverticulosis, and internal hemorrhoids. A repeat colonoscopy was performed on (B)(6)2020 due to ongoing bleeding from polypectomy site, which was cauterized. It was noted on (B)(6)2020 that upon lvad interrogation, several power/flow elevations were discovered. It was reported that the patient¿s anticoagulation medication had been intermittently held due to gastrointestinal bleeding. An echocardiogram had been performed on (B)(6) 2020 that did not demonstrate turbulence at the inflow cannula, and the patient¿s plasma free hemoglobin and lactate dehydrogenase levels were normal. The bleeding resolved after multiple clips and cautery, and the patient was discharged home on (B)(6)2020 with a scheduled repeat colonoscopy in 6 months. It was reported on (B)(6)2020 that the device operated as expected with no interruptions in power or flow, and the power/flow elevations were attributed to volume change due to ongoing bleeding. It was also reported that the patient had no alarms since discharge on (B)(6)2020. A review of the submitted log file from (B)(6) 2020 through (B)(6)2020 found that the pump maintained a stable speed above the low speed limit without issue. Multiple transient power/estimated flow elevations up to 12.2 watts/12.0 liters per minute were captured between (B)(6)2020 and (B)(6) 2020. All these elevations were captured during pulsatility index (pi) events. The system appeared to be operating as intended and there were no notable alarms active in the log file. The patient remains ongoing on (B)(4) with no further related issues reported at this time. The heartmate ii lvas instructions for use (IFU) lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The IFU also outlines all pump parameters and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6)2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for heparin bridge prior to scheduled colonoscopy. The patient had a colonoscopy on (B)(6) 2020 where one polyp was removed, diverticulitis and internal hemorrhoids were found. The patient underwent a repeat colonoscopy on (B)(6) 2020 due to ongoing bleeding from polypectomy site. The site was cauterized. It was reported that the patient was inpatient for two weeks with gastrointestinal (gi) bleeding. Anticoagulation was intermittently held. The patient had an echocardiogram on (B)(6) 2020 that did not show turbulence at inflow cannula. The device operated as expected with no interruptions to power or flow. The power spikes with high flow were attributed to volume changed due to ongoing bleeding. The bleeding was resolved with multiple clips and cautery. The patient was discharged on (B)(6) 2020 and a repeat colonoscopy was planned to be done in 6 months. The patient reported no alarms since discharge.